Event description:
It was reported that "a bilateral ureteroscopy procedure was done. During the pre-disinfection of the instruments, it was noted that the tip of the albarran lever was missing, even though it is non-removable. After searching for the tip inside the patient using fluoroscopy, it was located within the patient. The patient was brought back to the operating room the same evening for removal of the tip, but in a different surgical suite".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "tip of the albarran lever was missing", could be confirmed. The steering has broken due to mechanical overload. All weld seams are broken and the material around the drill holes is also "torn open." This is a sign that excessive force has been applied. The article was manufactured in 2018, so corresponding signs of wear are also unavoidable. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is provided in section d2b. The event is filed under internal karl storz complaint ID: (B)(4).